Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported pump mechanical issue was confirmed as the activation issues could affect the functionality of the pump. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined and functionally tested; no visual damages were found upon inspection. Under a microscope, it was observed that the pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the activation test (2). It also failed the valve active state test. Product analysis concluded that these activation issues could affect the functionality of the pump. Product analysis confirmed the pump malfunction. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient went to the hospital as the inflatable penile prosthesis was not working properly. Tests showed that when the pump was pressed it was dimpled. Troubleshooting was tried without success. Two weeks later, the inflatable penile prosthesis cylinder and pump components were replaced. The pump was tested several times and the patient was retrained on the device operation. Following the revision surgery, the patient got better.

Event description:
It was reported that the patient went to the hospital as the inflatable penile prosthesis was not working properly. Tests showed that when the pump was pressed it was dimpled. Troubleshooting was tried without success. Two weeks later, the inflatable penile prosthesis cylinder and pump components were replaced. The pump was tested several times and the patient was retrained on the device operation. Following the revision surgery, the patient got better.